Manufacturer narrative:
Retainer ring=black. Device was returned for insulin flow block alarms, failed battery test alarms, unresponsive buttons, and cosmetic damage at the pump case and keypad assembly found on oct 21, 2021. Device's history and trace files downloaded successfully using thus software. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the self test, displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No button error alarm noted upon testing. Device passed keypad voltage test. No unexpected insulin flow blocked alarms noted during testing. No failed battery alarms noted during testing or in the pump history/trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No delivery alarms was not noted in pump history on event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.2mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, keypad overlay texture damage, and cracked battery tube threads. Insulin flow block alarms not confirmed during testing. Failed battery test alerts not confirmed during testing or when inserting a new battery. Unresponsive buttons not confirmed during testing. However, cosmetic damage confirmed where keypad overlay texture damage and cracked battery tube threads was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had sticky, unresponsive buttons of keypad. Insulin pump had random no delivery alerts, rejected new batteries, physical damage to insulin pump and also lost pump settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.